Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, an opening on the valve and an opening on the posterior. A leak test and microscopic analysis were performed which identified a crack opening on the diaphragm valve, a striated opening and brown particles on fill channel. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent with the use of some surgical tool and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.